Manufacturer narrative:
One (1) actual sample and one (1) companion sample were received for evaluation. Visual inspection was performed for both samples and no issues were noted. Both devices were successfully connected to an in-house luer. Functional testing including an underwater pressure test was performed on both samples and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified number of minicaps and a transfer set. This occurred during peritoneal dialysis therapy. The caregiver (cg) stated that the minicaps did not lock completely into place on the transfer set. The cg further described that the minicaps twisted on and appeared to be functioning as intended, but when they checked, the minicaps were loose. The cg used surgical tape to keep the connection in place. There was no patient injury or medical intervention associated with this event. No additional information is available.